Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the wound opened post implant. The patient was seen in follow up and the patient was brought back to the electrophysiology lab for pocket revision and debridement. The pocket was opened and it was noted that a sponge was left in the pocket during the implant procedure. The entire system was explanted. The wound was flushed, partially closed and packed with antibiotic ribbon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.